Event description:
Pt revised to dislocation, found cup mal-positioned vertically.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Although the complaint is non-verifiable, provided info states the cup was mal-positioned veritically during initial surgery. Provided info also states the products are not suspected of failing to meet specifications or contributing to the reported event. A search of the complaint database found no prior reports for all reported part and lot number combinations. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.